Event description:
Report received from an abbott int'l affiliate which states, "during priming of IV solution when tubings were not connected to the actual pt, the nurse stated that the solution was not passing through the IV tubing. They changed the set and the second IV set was also problematic. It was only by the third try that the solution did infuse. This occurred during a cardiac arrest and it caused a delay in medication administration." The customer also reported that there was "several" other undocumented incidents over the last few weeks of the same problem of inability to prime the set prior to connecting to a pt. Although requested, no add'l info was provided.